Event description:
Opened package and found that the distal end of the catheter was damaged.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated dec 31, 2009. A review of the device history record (DHR) was completed on part# 1147-02 (lot# l12785) and sub-assembly pn0918-02/c (lot# l12581). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. (B)(4). All lots passed 100% visual inspection. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.